Event description:
Pt with a history of ductal carcinoma with bilateral breast mastectomies and breast reconstruction with permanent silicone implants for revision. The implant shell was noted to be ruptured on posterior aspect of both implants. Bilateral breast implants removed and found defective at seal site. Silicone gel exposed, sent to pathology. Final pathology report of right and left breast tissue was nonspecific dermal perivascular chronic inflammation. Right breast 500cc mentor silicone implant: ref: 350-5001bc, lot #7366515, s/n: (B)(4). Breast product was irrigated and diluted with betadine and triple antibiotics and sent to pathology. Left breast 500cc mentor silicone implant: ref: 350-5001bc, lot: 7380693, s/n: (B)(4). Breast pocket was irrigated and diluted with betadine and triple antibiotics and sent to pathology.